Manufacturer narrative:
Device is a combination product.

Event description:
Clinical study (B)(6). It was reported that plaque shift occurred. In (B)(6) 2018, clinical status assessment indicated "that" the patient's qualifying condition "as" stable angina. Subsequently, coronary angiography and index procedure were performed. Target lesion was located in the mid right coronary artery (rca) with 80% stenosis and was 40mm long with a reference vessel diameter of 3.50mm. The lesion was treated with pre-dilatation and placement of a 3.50x48mm study stent. Following post dilatation, 0% residual stenosis was noted. On the same day, target lesion in mid rca was treated with stent placement using a 3.50x48mm study stent. However, proximal plaque shift was noted in proximal rca, which was treated with placement of 4.0x32mm drug eluting stent. No further patient complications were reported.